Event description:
It was reported that a dissection occurred resulting in additional surgical intervention. An enroute transcarotid neuroprotection system was selected for use in the left transcarotid artery revascularization (tcar) procedure. During insertion of the arterial sheath, the j-wire came back, and imaging revealed a dissection from insertion area to bifurcation. Attempts were made to advance the 0.014 guidewire past the bifurcation but was unsuccessful. The wire and balloon were removed, and the arterial sheath was slightly pulled and adjusted but was unable to advance the guidewire. The procedure was converted to a carotid endarterectomy (cea) and the patient woke up neurologically intact.

Manufacturer narrative:
We are unable to provide the complete unique identifier (UDI) # at this time. Further investigation is in progress to obtain the complete unique identifier (UDI) #. If additional details become available, a supplemental report will be submitted.